Event description:
It was reported via social media that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown time, the closure device embolized and was found in the aorta. The closure device was removed from the patient. The patient is back on 81mg of baby aspirin.

Manufacturer narrative:
Date of event - estimated since unknown. Implant date - estimated since unknown. Explant date - estimated since unknown.